Manufacturer narrative:
A field service engineer (fse) was dispatched and noted that there was an obstruction detect leaking. The fse bypassed that unit from the process until a new one was installed. The fse also replaced a sample probe for bilirubin calibrations. All results tested acceptably.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the sample probe was dripping fluid during calibration into the calibrator cups when the probe goes to the sample and also drips fluid over the electrolyte injection cup (eic) within the synchron® cx9 alx clinical system. No injury or operator exposure was reported.